Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2017 with the following findings: the black box showed dates from (B)(6) 2017 to (B)(6) 2017. Black box data from the date of complaint had been overwritten due to continued patient use. The existing black box data showed no evidence of short battery life. No damage was found to the battery compartment or the returned battery cap. The returned battery cap was able to fully tighten to the pump and power it on. Electrical current draws measured within specifications. A "battery life" issue was not duplicated during testing. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The total daily doses added up correctly and reflected the user¿s programmed basal rates. No evidence of moisture or loose components were found inside the pump. Investigation did not confirm nor duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 400mg/dl with shortness of breath associated with a battery life issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter stated that the pump was experiencing a short battery life issue since (B)(6) 2016. The issue reportedly occurred with multiple batteries. A review of the pump histories indicated low battery warnings had occurred. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a short battery life issue.